Event description:
It was reported to philips that system would not boot-up and stuck at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) checked the system remotely and confirmed the repeated start-up problem. The flexvision pc was started manually. After that the system was working fine for a day and then the screen went blank. Review of the system log file showed that there was a malfunction with the flexvision pc. The philips field service engineer (fse) inspected the system onsite and identified that the flexvision pc was defective. The fse replaced the flexvision pc. The defective flexvision pc was returned for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.